Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a vaginal hysterectomy, the device jaws became locked on tissue. The device was cut from tissue in order to remove it. The procedure was converted to an open hysterectomy. The surgeon used clamps and sutures to complete the procedure. There was no pt injury.